Event description:
It was reported that the patient is experiencing eye-flutters, chest pain and neck pain. It was noted that the patient believes it could be related to their low/dead battery. Patient was referred for a battery replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Information was received that the patient underwent a battery replacement procedure. Additional information was received from the physician noting that the cause of eye-fluttering is unknown but unlikely related to vns. The cause of pain in the neck, and chest was assessed to be unknown. The battery replacement was noted to be due to the vns needing to be replaced. No other relevant information has been received to date.